Event description:
Reporter alleged obtaining a result of 119 mg/dl on the aviva system compared back to back with a result of 236 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the aviva system used. (B)(6).

Event description:
It was reported that the patient had an event of syncope, fell, and sustained a head injury and was in a coma. The patient was admitted through ER. Oversensing (inhibition of pacing) with delivery of multiple shocks was reported, sensing integrity count was elevated, and numerous non-sustained tachycardia episodes occurred. The real time egm showed profuse nonphysiologic sensing. Patient alert had been going off for one month and the patient did not hear it. Patient had no underlying rhythm and was pacemaker dependant. Later review of the manufacturing database, the patient deceased as of (B)(6) 2010. Cause of death has been requested and not received. There is no allegation from a health care professional that the death is device related.